Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was reproducible when hands were pushed together. All other electrical measurements were in range. No intervention was performed. The patient would continue to be monitored normally.